Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash under his left breast under the front therapy electrode (te) pad and on his back, arms, and legs. The rash was described as red and itchy. There is no alleged device malfunction. The patient's physician prescribed a cream for the rash. Follow-up indicated that the rash was improving.